Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient that the lifevest gave her a rash and was aggravating her dislocated shoulder. There are no allegations that the device caused or contributed to the dislocated shoulder. The patient described the rash as red, itchy, bumpy and very irritating under the front therapy electrode. There was no alleged device malfunction contributing to the irritation. Patient's physician approved patient removing the device due to the irritation. Outcome of the irritation is unknown.